Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to enter the blood glucose reading and found the screen had random numbers and then, the display went blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned and the insulin pump alarmed failed battery test. The customer stated she also received a weak battery and a battery out limit alarm. Blood glucose value was 180 mg/dl. The customer was advised a replacement battery cap would be sent.